Manufacturer narrative:
510(k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. This complaint file has being raised for patent one. Additional pr 225461 was created for the second patient involved in this case. The echo-hd-22-ebus-p device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. The customer complaint is considered to be confirmed based on customer testimony. A definitive root cause for the customer complaint could not be determined however possible causes may be due to the device being used in a flexed position, depending on what lymph node was being targeted. Additionally another possible root cause could be a trachea ring was hit during the procedure. Document review: as the echo-hd-22-ebus-p from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0060-3, which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0060-3). Summary: the customer complaint is considered to be confirmed based on customer testimony. The risk associated with this complaint is risk category iii/no risk. From the information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Additional information received: was the needle able to be fully retracted before removing from the patient? No. Needle was bent. Lot number and product availability to be confirmed. "As per complaint form": needle has become bent at the tip. In two cases. The needles have been disposed of due to highly infectious diseases (one patient with mrsa, the other with tuberculosis) (head nurse wasn't present that day, so she couldn't keep them). Customer is not too cooperative as this occurrence has happened many times before.